Manufacturer narrative:
On 11/9/2020, the product investigation was completed. It was reported that during an atrial fibrillation (afib) ablation procedure, blood was leaking through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The procedure continued with the same sheath. There¿s no indication of excessive bleeding, compromised hemodynamics, or the necessity for medical/surgical intervention; therefore, this event will not be considered a patient event but a product malfunction. Device evaluation details: the sheath was visually inspected and it was found in good conditions. Then, functional testing was performed in which a catheter was inserted without resistance/friction and no anomalies were observed. Then flow test was performed and it was found within specifications, the sheath was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the sheath is inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The sheath was found working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(4). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, blood was leaking through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The procedure continued with the same sheath. There¿s no indication of excessive bleeding, compromised hemodynamics, or the necessity for medical/surgical intervention; therefore, this event will not be considered a patient event but a product malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event suggests a possible hemostatic valve separation, therefore, the issue is MDR-reportable.